Event description:
The manufacturer received information related to rep dreamstation auto CPAP - recertified. The patient alleges feeling a "splash" on their face and finding white particles in the mask. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.